Event description:
Patient reported experiencing elevated blood glucose levels for a week with levels up to 450-500 mg/dl; took correction via the infusion device without success. Patient stated she took correction via pen successfully. Patient's normal blood glucose range was not provided. Patient reported she thinks the infusion device delivers too low amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as intended. Consumables: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specification. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.